Event description:
It was reported that the patient had a loss of therapeutic effect. Since 2 weeks ago, the patient had been going to the bathroom non-stop every 2 hours. The patient had tried increasing stimulation from 0.75v to 1.0v and still had urgency issues. The patient had some surgical procedures and was wondering if turning stimulation on and off for these procedures had affected the device. The patient had radio frequency ablation and nerve blocks for pin in their back both on (B)(6) 2015. The nerve block on the right side was on (B)(6) 2015 and the left was on (B)(6) 2015. None of this was related to the patient¿s device or therapy. The patient also had to shut their therapy off about 2 weeks ago for ankle surgery and after this was when the therapy was no longer being effective. The patient was currently in a rehab center for their ankle surgery. The patient had also had a few mris in the past few years as well of the head only and they only used a lower density MRI. The patient didn¿t know when they had a uti since they didn¿t get the normal burning symptoms. The patient was currently having this looked into as well. The patient could only use 1 program right now and wanted assistance on how to use the other programs. With the patient¿s previous programmer they had multiple programs to use. The patient confirmed that they only had 1 program available, stimulation was on at 1.0v, and the patient could feel the stimulation. The patient had an extra programmer as well with the previous programs still on it. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# v088242, implanted: (B)(6) 2008, product type: lead. (B)(4).